Manufacturer narrative:
Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Dried insulin noted on motor slide. No moisture damage noted on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. The customer reported suffering from diabetes ketoacidosis. The customer also reported the presence of moisture in the reservoir compartment though the reservoir was empty. The customer has contacted the health care professional and was also hospitalized. No additional information was provided.